Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt did not clean the area before starting pd and also had constipation. The pt experienced peritonitis and was hospitalized on the same day. On an unreported date, the patient was treated with injection (inj) econer (1gm, ip, once daily), inj. Reflin (1gm, ip, once daily), inj. Amikacin (100mg, ip, once daily) and inj. Heparin (500 units, ip, frequency not reported) (all bags) for peritonitis. At the time of this report the pt remained hospitalized and dianeal therapy was ongoing. The outcome of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.